Event description:
Pt was revised to address squeaking and discomfort. Upon exposure, a large quantity of a "milky gray" fluid was discovered. There was considerable staining in the soft tissue around the joint. The surgeon noted that the cup looked "too anteverted" from the initial cup placement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.